Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, pump time was incorrect. Tandem technical support assisted customer in correcting the time, and insulin delivery was successfully resumed. Customer¿s blood glucose level was 350 mg/dl.